Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) displayed the pre-implant gray bar battery indicator upon interrogation. The crt-d was not used and another was implanted. There was no patient involvement.